Event description:
This is a report of peritonitis in a patient. The patient did not require hospitalization for this event. The patient was treated with injections of reflin 1gm daily, and tobramycin 40mg daily, for the peritonitis. However, the outcome of this event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up medwatch will be submitted.